Manufacturer narrative:
Additional information: g3, h3, h6 the complaint device was not received for evaluation. Based on the provided information, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure is user error. This includes improper bone preparation, incorrect surgical technique, and/or the application of excessive force. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.

Event description:
On (B)(6) 2025, an arthrex subsidiary employee reported via (B)(4) that (qty. 2) ar-3641sp self-punching knotless fibertak anchors did not remain fixed in place after being inserted during a shoulder arthroscopy. The guide was used with the 2.6mm drill. The bone quality was not provided, and no instrument was broken. The procedure was completed by opening two anchors of the same reference within the stipulated timeframe. No local anesthetic was used; only general anesthesia was used. The medical team reported no adverse effects.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.